Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with implant detect. Implant detect was completed manually on (B)(6) 2017. Analysis of the device memory indicated an issue with longevity <(>&<)> battery data. Battery voltage was 2.69 volts, remaining longevity estimated at 32 months. Longevity estimator is incorrect due to premature completion of implant detect and high programmed output. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the implantable pulse generator (ipg) was interrogated, lead polarities were set, but the physician decided to implant implantable cardioverter defibrillator (ICD) at the last moment. The ipg was not implanted and placed in bag. Approximately, three days later, the ipg was taken for using with another patient and again, but the life of the battery was seen 3.5 years and the ipg was not used in the patient with the doubt of the longevity problem. The ipg was again bagged. Approximately, five days later the ipg battery was interrogated again and battery life was 3.7 years. The ipg was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.